Event description:
It was reported to philips that the gave an alert indicating there were no collimator's shutters, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.